Manufacturer narrative:
Concomitant medical products: c2tr01 ipg; 419478 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and lead erosion. Antibiotics were administered and the cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.